Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that both of the clip applier grips are broken at the tip and are missing pieces. The missing pieces were not returned with the instrument. Engineering concluded that the damage is likely due to the application of force to the grip while attempting to install a clip. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, while installing the small clip applier instrument on to the patient side manipulator (psm), the clamp broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.